Event description:
It was reported that the insulin pump alarmed motor error and excessive no delivery alarms. The caller did not know the blood glucose reading.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. The insulin pump passed displacement test, rewind, basic occlusion and no delivery tests. No excessive no delivery error alarm noted. The insulin pump had cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.